Event description:
A user facility reported to olympus that the evis exera iii video system center had a (b30) communication error. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. Tac instructed the customer to power off cv-190/clv -190 and clean the connectors on the scope with a lint-free cloth moistened with 70% ethylorisopropyl alcohol and allow it to dry completely. Also, ensure the digital light source cable is secure in the back of the clv-190/cv-190 and plug the scope back in and power it on. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device, the root cause of the b30 error could not be identified. The phenomenon could have been prevented by following the instructions for use below: - (6.3 connection of an endoscope) make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor field performance for this device.